Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of both single point load cells. A review of the archive data showed multiple ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message upon powering on. Load cell #1 was under-reporting and load cell #2 was over-reporting. Both load cell modules need to be replaced to address the observed failure. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during a patient event, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No patient harm reported. The platform was brought back to the station and new lifeband was applied but the error persisted.